Event description:
Luer lock separated from a blood warmer during pt use. There was no report of pt injury. An attempt was made to obtain info regarding specific pt info and set-up, but no add'l info was available.